Event description:
The customer reported "system hand up." This issue description is often used to describe a system lock-up. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt of staff injury was reported.